Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a laser did not work and the lamp needed to be exchanged. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported that the system laser was not working and the xenon lamp needs to be replaced. No patient harm was noted. The company service representative examined the system. For the laser not working event a key switch, emergency stop and footswitch were replaced; however, the issue persisted. A core module, rfid printed circuit board (pcb), power controller pcb, and ethernet connector were ordered. A demo company system has been installed in the meanwhile, while the parts arrive. For the xenon lamp needing replacement event, the company service representative found that the lamp had exceeded its specified rated life and worked as intended. The xenon lamp was replaced. Additionally, is was noted that an unrelated auxiliary illuminator problem was also found, and required parts were ordered. The system was manufactured on may 27, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause for the reported event of laser issue remains inconclusive. The root cause for the illumination ¿ lamp can be attributed to the xenon lamp that exceeded its specified rated life; the lamp worked as intended and was only replaced due to the exceeded rated life. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information provided by the customer stated the event occurred before a procedure. There was no patient involved.